Event description:
A 6-french extra backup (ebu) 3.5 guide was used to cannulate the left main artery a runthrough wire was advanced into the left anterior descending artery. A second runthrough wire was placed in the diagonal artery. Predilation was performed with a 2.5 mm balloon after which a 3 x 38 mm synergy drug-eluting stent was placed in the lesion and deployed at 12 atmospheres. However, as we were trying to get the stent balloon out, it got stuck in the distal third of the stent and multiple attempts were made to get this balloon out, which was not successful. Eventually, a second runthrough wire was placed just at the level of the balloon occlusion.